Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced tape not sticking issue on(B)(6) 2026 due to sport activities and perspiration. No further information is available.

Manufacturer narrative:
Initial and final MDR 2586060-device 2 of 3. E1: patient city: (B)(6). Patient country: spain.